Event description:
Socrates emr: incident: (B)(4). It was reported that during a post operative appointment, the top of the surgical implant incision sight, there was a slightly opened wound and fluid was draining out. A dressing change was completed, and the patient will recheck again in a week. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
Socrates emr: incident: (B)(4). It was reported that during a post operative appointment, the top of the surgical implant incision sight, there was a slightly opened wound and fluid was draining out. A dressing change was completed, and the patient will recheck again in a week. The device remains implanted. No adverse patient effects were reported. The coding for this complaint has been updated, therefore a follow-up report is being submitted. This device remains implanted.